Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophageal gastro-duodenoscopy procedure. According to the complainant, when physician went to apply electrical power to the gold probe device, the probe did not work. The gold probe had not been tested, before passing it down the scope. The probe was removed from scope, and the bleeding was controlled with a different device. The generator and bipolar cable used with the gold probe device were tested, and found to be working properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4): probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.